Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an auto off issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 400 mg/dl with extreme drowsiness. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the auto off issue started two days ago. Review of auto off settings and bolus history determined that the auto off feature was functioning as programed. Troubleshooting determined that the auto off may not have been confirmed by key presses after the user-set time period. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemia due to a use error in that the auto off alarm may not have been confirmed by the user to resume delivery.